Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead failed guidewire insertion test due to foreign material in the lumen. A destructive analysis was performed to identify the foreign material and showed blood/body fluid in the area and polymer from the lead/guidewire interaction.

Event description:
Boston scientific received information that during implant procedure, the guide wire used could no longer be threaded past the spiral portion of this lead. The lead was flushed vigorously but wire would still not pass. This lead was never in service. No adverse patient effects were reported.